Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that the pump did not detect the filled cartridge during the load step and the insulin pushed out of the cartridge and was leaking from the pump. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):there was no evidence of a load step malfunction recorded in the black box history. There was no "loss of prime" or "no cartridge detected" warnings observed in the pump alarm history. An "ezprime" operation was performed with no issues noted. The pump did not dispense fluid out during the "load" step and was found to detect the cartridge. The force sensor was found to be within calibration. The pump was exercised for 24 hours with no loss of prime warnings. The pump was opened and no defects were found with the force sensor pins, oled display, flex or housing.